Event description:
Patient reports pump serial number (B)(4) alarmed with no disposable. Patient believes it was an issue with the cassette; lot number unknown. Pt changed the cassette and the pump started infusing again. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.